Manufacturer narrative:
A customer in the united states contacted biomérieux to report bacillus non-anthracis contamination associated with bact/alert® fa plus culture bottles involving three (3) patients. The bottles were sent to their state reference laboratory. The result for the three (3) bottles from the state laboratory did not identify bacillus non-anthracis. An internal biomérieux investigation was performed. During the course of the investigation, there were no issues identified to suspect contamination was introduced in the bottles during the production process of bact/alert® fa plus bottle. There is no evidence of an event occurring during the manufacturing process that would have led to the contamination observed at the customer site. There is no evidence of a systemic issue with bact/alert® bottles, nor is it believed to be an issue with the manufacturing process itself. As a result, there are no new proposed corrective and/or preventive actions from this investigation. There were no other products, process, or systems impacted as a result of this investigation. No follow-up information had been provided by the customer on their investigation on the collection devices as possible sources of contamination. The customer did not indicate any impact to patients due to this issue.

Event description:
A customer in the united states contacted biomérieux to report bacillus non-anthracis contamination associated with bact/alert® fa plus culture bottles involving three (3) patients. The bottles were sent to their state reference laboratory. The result for the three (3) bottles from the state laboratory did not identify bacillus non-anthracis. Bottle 1: on (B)(6) 2017, the patient came to the emergency department and was discharged. Two (2) sets of blood samples were taken; one (1) bottle flagged positive on (B)(6) 2017. Bottle 2: on (B)(6) 2017, the patient came to the emergency department and was admitted. The sample was taken on (B)(6) 2017 and the sample flagged positive on (B)(6) 2017. The patient was discharged from the hospital on (B)(6) 2017. Bottle 3: on (B)(6) 2017, the patient came to the emergency department and was admitted to the progressive care unit. The sample was collected on (B)(6) 2017 and flagged positive on (B)(6) 2017. All blood culture bottles were collected in the emergency department by different collectors. Results were reported to the physician as bacillus non-anthracis; however, the customer indicated the physician believe the isolates were contaminants. It is unknown if the patient was impacted by these results. Two (2) of the three (3) patients were admitted but the customer was unsure if it was due to the result of the blood culture bottle. A biomérieux internal investigation will be initiated.